Manufacturer narrative:
The battery cap has not been returned to animas. If the cap is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery cap was making grinding noise and was difficult to remove from the pump. Patient is currently using the old battery cap without issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the battery cap has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the battery cap found no cosmetic damages. The pump was not returned so a test pump was used for the investigation. The returned cap tightened properly onto the test pump and the pump powered up with no power reboot. The battery cap was removed from the pump with no difficulty or grinding noise. The battery cap threads and spring were undamaged. The cap contact measurements were all within specifications. The investigation was unable to duplicate the reported battery cap issue.